Manufacturer narrative:
Product ID 3889-28, lot# va0h3lp, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that on 2014 (B)(6), the patient had a bladder infection and was in critical care until 2014 (B)(6). The patient was not conscious at the time and had ¿an 18 percent chance of survival.¿ the patient went from the hospital to the nursing home for one month and four days of inpatient care. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.